Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter disconnected from the transfer set. It was further reported that the point of connection with the titanium connector was unsealed. This event occurred during use of the device for peritoneal dialysis (pd) therapy. As prevention of peritionitis, vancocin treatment was implemented.there was no report of patient injury or medical intervention associated with this event. No additional information is available.